Event description:
It was reported that both the left ventricular (lv) and right ventricular (rv) leads were found not capturing. It was also reported that both the rv and lv leads had high impedance. The leads were programmed to unipolar and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 8042b implantable pulse generator (ipg), (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2001.